Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the battery longevity of her insulin pump. Customer's blood glucose was 216 mg/dl. The customer stated she already had her battery cap replaced and the insulin pump was running out of battery in less than a week. The customer also reported one of the battery rings inside the insulin pump was moving and that the bars on the screen were going up and down randomly. No additional information provided.